Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that pump stoppages and pump decelerations were observed during patient movements. Patient denied any signs and symptoms. Technical services reviewed the submitted log files, and pump stoppages and pump decelerations were confirmed. Patient did gain 20 pounds since (B)(6) 2019. There were 2 small tears in the outer silicone coating of the driveline. On (B)(6) 2020, technical services performed a distal end percutaneous lead (driveline) replacement. The patient was placed on a grounded patient cable after the repair and the alarms did not return.

Manufacturer narrative:
Manufacturer's investigation conclusion: although the evaluation of the submitted system controller log file confirmed the report of pump stops and low flows, a specific cause for these events could not be conclusively determined through the evaluation of the returned portion of the driveline. However, the report of tears in the outer silicone coating were confirmed through this evaluation. The submitted log file captured several transient low speed hazard/advisory events and pump stops throughout the duration of the data, which ranged from 03feb2020 at 06:42:52 am through 06feb2020 at 10:04:34 am. These events only occurred while the system controller was connected to a mobile power unit. Power elevations up to 18.8 w were observed during some of these events, and low flow hazard alarms were observed during some of the pump stops, associated with a decrease in estimated flow below the low flow threshold of 2.5 lpm. Based on previous complaint history, these events appear consistent with a potential driveline issue. A distal end driveline repair was performed on (B)(6) 2020 and the replaced portion was returned in a segment measuring approximately 21¿. Tears in the outer silicone jacket were observed approximately 11.5¿ through 13¿ from the metal connector; however, the underlying bionate did not reveal any evidence of damage. Metal braided shield breakdown was observed along the length of the driveline segment. Visual inspection of the underlying wires revealed no evidence of damage or wear to their insulation. Electrical continuity and hipot testing of the driveline repair segment did not reveal any issues that would have contributed to the pump stops and low speed events observed in the submitted log file. It was reported that the patient was placed on a grounded patient cable after the repair and alarms did not return. The patient would be monitored overnight for further alarms and discharged if alarms did not re-occur. Multiple requests for additional information regarding this event were issued to the customer; however, no further information has been provided to this date. The investigation file will be closed accordingly. The patient remains ongoing on (B)(6) and no further issues have been reported at this time. The heartmate ii lvas IFU addresses how to care for the driveline; however, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. In addition the IFU outlines indications of driveline damage as well as how to respond to such events. It also outlines all system controller alarms and the appropriate actions associated with them. The heartmate ii lvas patient handbook discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. It also outlines all system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.